Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced infection; verified with blood cultures. The pacemaker was explanted and a temporary pacemaker was implanted, as the patient was dependent. Patient was stable.